Event description:
It was reported by the radiology technician that the pt was receiving a dialysis treatment when the catheter slid out about 5 inches. The catheter was exchanged. The pt's current condition is stable.